Event description:
Same case as MFR# 2134265-2011-03550. It was reported that during a stenting treatment procedure, a stent explant occurred. Access was obtained via the right femoral artery. The 85% stenosed, 2.75x18mm, concentric, de novo lesion being treated was located in the moderately tortuous, non-calcified ostial right coronary artery (rca). The lesion was predilated with a 2.0x12mm non-bsc balloon. The physician successfully implanted a 2.25x12mm ion stent in the distal rca and a 2.5x20mm ion stent in the ostium of the rca. The non-bsc guide wire was removed. The physician attempted to place an unknown guide wire in order to postdilated the 2.5x20mm ion stent, but the guide wire kept getting tangled under the 2.5x20mm ion stent. Upon withdrawal of the unknown guide wire the 2.5x20mm ion stent was explanted. A non-bsc guide wire was placed and a 2.75x20mm ion stent was successfully implanted. Medications given included: plavix and angiomax. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, a stent explant occurred. Access was obtained via the right femoral artery. The 85% stenosed, 2.75x18mm, concentric, de novo lesion being treated was located in the moderately tortuous, non-calcified ostial right coronary artery (rca). The lesion was predilated with a 2.0x12mm non-bsc balloon. The physician successfully implanted a 2.25x12mm ion stent in the distal rca and a 2.5x20mm ion stent in the ostium of the rca. The non-bsc guide wire was removed. The physician attempted to place an unknown guide wire in order to postdilate the 2.5x20mm ion stent, but the guide wire kept getting tangled under the 2.5x20mm ion stent. Upon withdrawal of the unknown guide wire, the 2.5x20mm ion stent was explanted. A non-bsc guide wire was placed and a 2.75x20mm ion stent was successfully implanted. Medications given included: plavix and angiomax. No further patient complications were reported and the patient's status is fine.

Event description:
Same case as MFR# 2134265-2011-03550. It was reported that during a stenting treatment procedure, a stent explant occurred. Access was obtained via the right femoral artery. The 85% stenosed, 2.75x18mm, concentric, de novo lesion being treated was located in the moderately tortuous, non-calcified ostial right coronary artery (rca). The lesion was predilated with a 2.0x12mm non-bsc balloon. The physician successfully implanted a 2.25x12mm ion stent in the distal rca and a 2.5x20mm ion stent in the ostium of the rca. The non-bsc guide wire was removed. The physician attempted to place an unknown guide wire in order to postdilated the 2.5x20mm ion stent, but the guide wire kept getting tangled under the 2.5x20mm ion stent. Upon withdrawal of the unknown guide wire the 2.5x20mm ion stent was explanted. A non-bsc guide wire was placed and a 2.75x20mm ion stent was successfully implanted. Medications given included: plavix and angiomax. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer - the taxus element/ ion stent was detached from the stent delivery system (sds), as-received, and one end of the stent was entangled with an unidentified guide wire. The entire length of the stent was stretched. The balloon of the sds was loosely folded. There was no damage to the sds. The condition of the returned devices was consistent with the reported guidewire-stent interaction and resulting inadvertent removal of the stent. There was no evidence of any product quality deficiencies contributing to the complaint event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Describe event or problem - removing the following statement - "same case as MFR# 2134265-2011-03550".